Event description:
While attempting to inject 0.9% nacl into a smartez pump fill port the port "cracked", leaking fluid out. This happened a total of 2 different attempts using 2 pumps on (B)(6) 2023. Reference report mw5115359.